Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a3 a4 a5 b3 b5 d1 d4 g1 h3 h6 continued a5 ethnicity - hispanic or latino

Event description:
Patient was treated on (B)(6)2017 with a cooladvantage+ applicator and developed paradoxical hyperplasia (pah/ph) in the mid-abdomen area.